Manufacturer narrative:
(B)(4).

Event description:
The rptr stated the surgeon implanted a 12.0 mm (B)(4) implantable collamer lens in the pt's left eye on (B)(6) 2010. A anterior subcapsular cataract was observed on (B)(6) 2011. The lens was explanted on (B)(6) 2012 due to low vaulting. The lens was exchanged for a longer length lens. The pt's last visit on (B)(6) 2012, ucva was 20/40.